Event description:
Customer reported bact/alert classic system (bact/view c.30 software) detected positive platelet unit, but delayed sending result to lis. On 09/02/06, bact/view reported "clocks unsynchronized" error in main monitor window and prompted user to enter correct date/time. No user present to respond. Bact/view, as expected, performed no automated functions, including 10-minute "ping" of site lis. Site lis sent alarm indicating bact/view had stopped communicating. Site then checked system. On 09/03/06, user resynchronized clocks by acknowledging error window and system appeared to return to normal operation. Backlogged/new readings started processing and lis "pings" resumed. Then, positive bpa bottle detected and reported in monitor window. No user present to see message. Bact/view continued processing data normally but did not run scheduled macro to send new test results to site lis due to defect in bact/view software code that displays "clocks unsynchronized" window. On 09/04/06, user noticed positive bottle message in monitor window. Upon touching bact/view screen, monitor window re-activated and bact/view resumed running scheduled macros. Macro then sent positive result to lis. Site recalled platelet unit, which was released for use prior to flagging positive. Unit had not been transfused, and so there was no injury.

Manufacturer narrative:
In classic instrument configurations, bact/view itself is responsible for analyzing bottle readings to detect positives and negatives. The "clocks unsynchronized" error is a normal error condition in which bact/view detects that the instrument's clock has drifted more than 5 minutes from the computer's clock. These clocks must be in sync for bact/view to trust the timing of readings from the classic instrument. During this time, the instrument continues to collect readings, although bact/view deliberately delays processing them until the clocks are resynchronized and the times can be trusted. The defect is that bact/view still thinks the "clocks unsynchronized" window is the "current" window even after it is dismissed by the user. Scheduled macros are only run when the "monitor" window is thought to be the current window, and so when this defect occurs, bact/view does not run them. Once a user touches the screen, the "monitor" window is activated, causing bact/view to know it is the current window, and scheduled macros are resumed. This defect is the result of the complex design of the method by which it must track the "current" window. This complex design was necessary to work around other known defects in openinsight, a third-party commercial software product on which bact/view is built. This defect has been present in all versions of bact/view since the product was first launched in 1996, although its existence was unknown until this investigation. The defect is not fixed or otherwise affected by the bact/view c.30a patch version launched earlier this year. The defect occurs only in classic instrument configurations of bact/view.